Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system received an alert that indicated high out of range pacing impedance measurements on the right ventricular (rv) lead were recorded. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the rv lead is a non-(B)(6) lead. Upon review, the presenting egm showed rv lead pacing impedances spiking from greater than 2000 ohms back to within normal limits (wnl). Ts discussed suspected cause with the hcp. No adverse patient effects were reported. This ICD and non-(B)(6) rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).